Event description:
Tibial insert impactor sent to case broken. Reported by the surgeon. No additional information will be provided and the product will not be returned.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not sold in the u.s., but a similar device is commercially available in the u.s.